Event description:
Dr. Was unable to retract the delivery catheter. Against instructions for use (labeling) and training, he deployed a larger diameter (6mm) into a smaller diameter (5mm) device. Using the co's bailout procedure, he inserted a second guidewire and a pta balloon. He was able to expand the area sufficiently to remove the delivery catheter.